Event description:
Complainant alleged that during biomed testing, the device's pacer rate and pacer output were not adjustable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed and attributed to a system interconnection cable that was not properly seated to a connector on the control board. The cable was replaced to resolve the report. It could not be firmly established how the cable became mis-aligned. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.